Event description:
It was reported that this left ventricular (lv) lead was implanted in the right ventricle, but was connected to the lv port of the cardiac resynchronization therapy defibrillator (crt-d). During a routine follow-up appointment noise and low pacing impedance measurements less than 200 ohms were identified. No adverse patient effects were reported.

Event description:
Additional information was received that the lead was surgically abandoned and replaced. During the procedure, the physician was not able to visually observe an insulation issue. It was reported that the patient was fine.